Manufacturer narrative:
The pump gave a rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No low reservoir alarm anomaly was noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown 123 mg/dl. Customer has run a self-test and it still triggering a rf pic self-test alarm. Customer was advised that pump has to be replaced.